Event description:
Practitioner reported that a pt experienced hypersensitivity consisting of edema of the eyes, face, and neck and difficulty breathing after insertion of the lenses. The symptoms subsided with lens removal. Treatment was not required.